Event description:
The customer stated that they have been getting intermittent low results for an unspecified number of patient samples tested for ca calcium (ca) on a p module analyzer. The customer stated that they have had multiple occurrences over a period of 9 days. No other assays were affected and there have been no instrument alarms. Some affected samples were processed with a pre-analytics system and others were centrifuged at off-site facilities. It was stated that preventive maintenance was performed on the analyzer on (B)(6) 2016, but this did not resolve the issue. The customer provided data for approximately 9 patient samples and of these, three had erroneous results that were reported outside of the laboratory. These three samples were processed on a pre-analytics system. The first sample initially resulted as 7.9 mg/dl and this value was reported outside of the laboratory. The initial result was questioned by the physician. The sample was then repeated on the same analyzer on (B)(6) 2016, resulting as 9.5 mg/dl. The second sample initially resulted as 7.9 mg/dl on (B)(6) 2016 and this value was reported outside of the laboratory. The initial result was questioned by the physician. The sample was then repeated on the same analyzer on (B)(6) 2016, resulting as 9.6 mg/dl. The third sample initially resulted as 7.0 mg/dl on (B)(6) 2016 and this value was reported outside of the laboratory. The initial result was questioned by the physician. The sample was then repeated on a different analyzer on (B)(6) 2016, resulting as 9.0 mg/dl. The patients were not adversely affected. The ca r1 reagent lot number was 12172701, with an expiration date of 03/31/2017. The ca r2 reagent lot number was 12172801, with an expiration date of 03/31/2017. The field service representative determined that the gear pump was not coming up to pressure. He replaced the gear pump head and set the pump to the correct pressure. He verified rinse volumes on both rinse mechanisms. He replaced a valve and the vacuum pump diaphragm to ensure proper vacuum and proper washing. He ran mechanism checks to verify proper vacuum and rinse mechanism operation. The operator ran controls and all were within laboratory specifications. The system was found to be operational.